Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) e1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.\ risk review if completed: a risk review was completed and confirmed that the event of unstable speed was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the device history record and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure.

Event description:
It was reported that unstable speed occurred. The target lesion was located in the left main trunk artery. A 1.50mm rotablator plus was selected for percutaneous coronary intervention (pci). During the procedure, inside the patient, it was noted that the device could not switch between the high and low speed. There were no patient complications, and the patient was stable post procedure.

Event description:
It was reported that unstable speed occurred. The target lesion was located in the left main trunk artery. A 1.50mm rotablator plus was selected for percutaneous coronary intervention (pci). During the procedure, inside the patient, it was noted that the device could not switch between the high and low speed. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.